Event description:
The patient called to inform company the locking ring was shown to be out of position on an x-ray 6 weeks after revision surgery with the constrained liner. Patient did fall after that date and felt the ring pop out completely. Patient has not been revised.